Event description:
It was reported that shortly after implant, this patient presented erosion of their insertable cardiac monitor (icm) device. Consequently, the device was removed. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that shortly after implant, this patient presented dehiscence of their insertable cardiac monitor (icm) device. Consequently, the device was removed. No additional adverse patient effects were reported. The product could not be located in the explanting facility, so it is not expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Correction: after further understanding of the event, it was determined that this patient experienced wound dehiscence instead of erosion. Patient codes were updated.